Event description:
It was reported that a herculink plus was deployed in the renal. Immediately beyond the renal there was a side branch appoximately 3-5mm off the ostium. The herculink plus stent was deployed closing off the side branch. The side branch was wired and a balloon catheter was advanced through the struts of the herculink plus into the side branch. A cine run was done and the results looked good, so the case was ended. About a month later, it was reported that the stent became dislodged and migrated into the iliac. There were no adverse effects to the patient and there was no treatment done.